Event description:
It was reported that the customer experienced a low blood glucose of 49 mg/dl. Customer had received alarms on the insulin pump and stated it was resetting itself two to three times per day. Customer's blood glucose was 270 mg/dl at time of reporting. A normal bolus was performed into the air and was recorded in the bolus history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.